Event description:
While wearing or being around latex medical gloves and their powders plaintiff experienced the following symptoms: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, facial swelling, extreme discomfort, depression and emotional distress.